Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not delivering pacing as expected. It was determined the lead had dislodged. An invasive procedure was performed and the lead was successfully repositioned. No additional adverse patient effects were reported.